Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that the device was giving off incorrect readings. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips field service engineer (fse), who found that the device ran on simulation without issue. No problem was found by the fse. Based on the results of the analysis, the product malfunction was unable to be confirmed. The device was confirmed to be operational, and the device was returned to use at the customer site. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.